Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient experienced tiredness, shortness of breath and they feel unwell. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion and the patient was concerned about ipg output and telemetry. Ipg remains in use. No further patient complications have been reported as a result of this event.